Manufacturer narrative:
MFR report number 0001038806 -2020-02087 was submitted and it was subsequently discovered that based on visual inspection per dental lab the screw should be with a square head he confirmed unisg. The returned screw does not resemble a iunihg as reported. The square head feature and the dimensions are item unisg.

Event description:
Per dental lab the screw should be with a square head he confirmed unisg.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An gold-tite® square uniscrew (unisg) was returned for investigation, see attached images a138 and a139 in the complaint. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location and usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was a broken iunihg screw that he received from his lab. The screw broke in half he was able to remove the broken screw.